Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the driver broke and was unable to be removed from the head of the screw. The tip remains in the patient. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The breakage of the hex is consistent with high stress in flexion in the direction of the t portion applied to the screwdriver during pedicle screw insertion. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.